Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single-used loading unit was received with a full complement of staples. The knife assembly was retracted towards the proximal end of the loading unit. The knife blade was returned to its proper position for functional testing. The single-used loading unit was loaded into a test instrument. The single-used loading unit and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, at the first firing of stomach resection, the plastic knob could not be advanced and the device could not fire. The procedure was completed with another device and the surgical time was extended by less than 30 min. There was no patient injury.